Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a worn-out video connector latch, which caused a poor connection. Additionally, the software version 4.00 currently being used on the device was recommended to be upgraded to version 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, the technician had to physically hold the camera in at a certain stop for the image to feed through; the retention clip seemed to be broken. There was no patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector latch could not be identified. Olympus will continue to monitor field performance for this device.